Event description:
The customer reported that the patient felt electricity (when connected to the monitor).

Manufacturer narrative:
(B)(4): the customer reported that the patient felt electricity (when connected to the monitor). The customer stated that leakage current caused the patient to have epilepsy, which was clarified as a seizure. Which required mediation to be administered. Philips is in the process or obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.